Event description:
Pt with large cystocele/rectocele. Pt underwent obtryx sling suspension with anterior and posterior repair. Due to the size of the rectocele, the surgeon used the cadaveric fascia (fascia lata) due to lack of pt's own adequate fascial presence. According to physician report, pt has had poor wound healing since surgery, requiring multiple debridements in his office. He reports he has seen the pt in his office over the last 3 months. He reports that each time he has debrided the area, he has noted small bits of the fascia lata protruding through the incision. He reports the material is odorous and when touched, crumbles. Physician reports the last visit to his office, he believes he has finally removed most of the fascia lata and pt appears to be healing well. He anticipates the pt will have a good outcome, but experienced a long recovery time.